Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was hot to touch like a hot stove. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.